Event description:
It was reported that this was a closure of a left common femoral artery with two proglide devices using the pre-close technique via a 6fr sheath hole prior to an interventional abdominal aortic endovascular graft exclusion procedure. Reportedly the suture broke for both devices. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 18fr and the abdominal aortic endovascular graft exclusion procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate medwatch report number. A partial UDI number is provided as the lot number is unknown.